Event description:
It was reported that the skin revision surgery was performed on (B)(6) 2023, under general anaesthesia. This report is submitted on june 15, 2023.

Event description:
Per the clinic, it was reported that the patient underwent skin revision surgery (date not reported). The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.